Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the gastrointestinal videoscope had a reduced angulation. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle and the plastic distal end cover had foreign objects which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that the nozzle and the plastic distal end cover had foreign objects and had insufficient cleaning or handling of the scope. It was also observed that the adhesive on the bending section cover had a chip. It was observed that the connecting tube had discoloration and buckling. It was also observed that the control unit, switch one and the universal cord had a scratch due to physical stress. It was observed that the suction cylinder was shaved. It was also observed that the protector of the video cable section had a cut. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.